Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros trop I es result was predicted from a patient sample using the vitros eci system. Investigation concluded an instrument issue was the most likely assignable cause. Vitros tropi es precision testing was performed which demonstrated the vitros eci system was not performing optimally. An ocd field engineer performed service actions to optimize the system's performance. Following these actions, the system performance was verified by performing a vitros tropi es precision test. The investigation also confirmed that the samples involved were not processed in accordance with the sample collection device manufacturer's recommendation. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
A customer obtained a non-reproducible, higher than expected vitros trop I es result predicted from a single patient sample while using the vitros eci immunodiagnostic analyzer. A vitros tropi es result of 0.085 ng/ml vs. A correct result of <0.012 ng/ml was predicted. The higher than expected vitros tropi es result was identified before being reported from the laboratory. However, a biased result of the direction and magnitude observed may lead to inappropriate physician action if not detected. There was no allegation of patient harm. (B)(4).